Manufacturer narrative:
Pt is likely to have experienced an allergic reaction to the kor desensitizer. Evolve customer service advised pt to consult with her dentist and requested that pt stop use of kor products indefinitely. Evolve f/u with pt on (B)(6) 2014. Pt reported that everything was normal. Per her allergist, she will not continue whitening since she has allergies to a lot of things.

Event description:
Pt emailed experienced swelling and a lump on the inside and outside of lower lip. During this time, she experienced tingling of the lips. She was concerned about the lump and sought professional examinations. In addition her upper lip also swelled. She was advised after visiting three professionals to have an allergist examine it. It seems that she may have had a reaction to the kor product. She was advised to discontinue use of kor. Pt the lump one month after her last kor application.